Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The long bipolar grasper instrument was analyzed and found to have a broken main tube at the base of the distal proximal clevis. A piece measuring proximately 0.071¿ x 0.169¿ was not returned with the instrument. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the long bipolar grasper instrument's jaw was misaligned. In addition, the base of the instrument was broken when it was being pulled out. The customer used a backup instrument to continue with the procedure. No fragment fell inside the patient. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: there was no detached or missing piece from the instrument. No fragment fell into the patient¿s anatomy. The instrument was removed with the cannula together. Port incision was not increased to remove the instrument. The procedure was delayed 15 minutes.